Manufacturer narrative:
An event of positioning problem, retraction problem, and material deformation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The event and provided imaging were reviewed by an abbott director of medical affairs. The device was returned for analysis the valve capsule was noted to have deformation damage. The inner shaft was noted to have a couple bent damages. Based on all available information, the reported positioning problem appears to be related to procedural conditions (valve dived too deep). The reported retraction problem appears to be related to the material deformation and re-sheath attempt. A cause for the reported material deformation could not be conclusively determined. It is possible that it is related to procedural conditions. However, this cannot be confirmed.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor titan vision transcatheter aortic valve (serial: (B)(6) was chosen for implantation utilizing a large flexnav delivery system (lot: 10313488). There were no reported difficulties loading the device. Pre-dilatation of the native annulus was performed via balloon annular valvuloplasty (bav) with a 24mm vacs balloon. Implantation technique was performed according to refine. Deployment was slow and the navitor dived too deep. The valve was attempted to be resheathed in a straight co-axial position. Resheath wheel turned slow to the end of travel, but the navitor could not be retracted fully into the valve capsule. 20-30% of the navitor remained outside the valve capsule. An attempt was made to re-open and retract the valve in the descending aorta, without success. The micro adjustment wheel was utilizing but did not resolve the issue. With approximately 30% of the navitor valve outside of the valve capsule, the system was removed from the patient without any need for surgical intervention. The valve capsule was observed to be deformed outside of the patient. A non-abbott 29mm edwards sapien valve was then implanted. The patient was reported to be stable throughout the procedure. The physician commented that the flexnav may be too small for the 35mm navitor. There was no clinically significant delay.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.